Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: may 28, 2009. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that the tip of the reduction forceps broke off when the instrument came in contact with the bone during surgery on an unknown date at the end of (B)(6) 2016. The instrument broke during repositioning of the fractured clavicle. There was no report of fragment retention or patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was confirmed that there was no delay in surgery.